Event description:
It is reported that the otj taper protector would not thread onto the distal tapered stem. The stem had to be removed and another stem was implanted.

Manufacturer narrative:
This report will be amended when our investigation is complete.